Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer¿s field service engineer (fse) stated this unit would not power on. No patient or user harm was reported.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2017-03319.